Manufacturer narrative:
Unique identifier (UDI) #, was updated from ni to (B)(4).

Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the sensors had not working correctly in or & pacu over the last 30 days. The sensor would come with the patient from the or. It would work for a few seconds to two minutes and ¿flash out". Problem occurred with sensors from cardinal health pre-op packs as well as loose masimo sensor stock. No error message or audible alarm was mention. No known impact or consequence to patient.